Event description:
It was reported that during an attempted implant procedure, the lead would not fit into the device header. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported header anomaly was confirmed in the laboratory. Visual inspection of the lead bores noted parylene on the atrial lead bore ring spring.